Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site and bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, freedom from hazard alarms and confirming the blue soft cannula is inspected for any damage using lighted magnifier.

Event description:
It was reported that a patient's blood glucose levels reached 271 mg/dl, while wearing the pod between 24 and 36 hours on the abdomen. A correction of 3 units was administered using the pod but the bg levels did not decrease. Upon inspection, the patient noticed that the cannula had dislodged from the infusion site and was bent. Hyperglycemia treated by applying a new pod and bolus 3.5 units.